Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an esophagectomy, when checking the esophagojejunal junction after the stapler was fired, the surgeon noted a nonunion of a section of the anastomosis. Surgeon noticed the stapled tissue was not compact and he noticed that there was a hole without staples (1 cm), that was closed with vicryl suture. Surgery was delayed by thirty minutes, the procedure was successfully completed, and there was no patient consequence.